Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The files have shown a potential lead issue : non physiological signals, impedance < 200 ohms and instable sensing (manufacturer, model and serial number not yet retrieved). Moreover, the pacemaker has been implanted in 2020 and the oldest file provided is from 2024 and the last one from 2025. Based on the files provided, premature battery depletion is suspected (2 months below 75% of the expected longevity). Therefore, in addition to the lead issue observed, a device issue can be suspected or due to the lead issue the previous parameters programmed, and the needed current can be modified. Therefore, to confirm a premature battery depletion, older files are needed.

Event description:
Reportedly, premature battery depletion suspicion.